Manufacturer narrative:
The lay user/patient's meter and test strips involved in this case have been returned and evaluated by lifescan product analysis on 2/16/2006 with the following findings: no error messages were observed when the meter was tested. The test strips also passed all testing with no faults found. Therefore, the user's complaint was not confirmed. At this time, we consider this matter closed.

Event description:
The lay user/reporter contacted lifescan (lfs) in 2005 and alleged that the pt's meter was not working. The medical affairs specialist mailed a letter three days later since the user could not be reached by telephone for further clarification. The pt purchased the suspect meter in 2005, at approximately 9:00 p.m. At 2:00 a.m. He was taken to the emergency room with symptoms of vomiting, chest pain, and numbness in his hands. It is not known if the pt received any treatment. It would have been helpful to know when the symptoms began, if he was ever able to test on the meter since he purchased it, and if he took any actions before going to the hospital. The meter issue was resolved with troubleshooting, however a replacement meter has been sent. There is no specific information as to what the problem was with the meter, however, the pt did report that he was unable to test and he had symptoms at the time.